Manufacturer narrative:
(B)(4). A maquet field service technician confirmed the connector to the venous probe was loose and causing the intermittent problem. The defective probe was replaced and "trained" to the cardiohelp-I system. The device was interface tested, passed and returned to service.

Event description:
It was reported that the venous probe did not give reliable readings. While on a pt the unit displayed sv02, hb, hct sensor failure. The customer also reported that there appeared to be a loose connection on the venous probe side of the cable. No reported effect to the pt. Reference: (B)(4).